Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual, continuity, and functional testing. The sensor fit firmly on fingers. No physical damage was observed. No short or open connection was detected, and no intermittent short or open connection was detected when cable was manipulated. The sensor passed spo2 simulation tests and was able to obtain spo2 (96%) and pulse rate (75 bpm) values.

Event description:
The customer reported the sensor is too loose and the oxygen status is not correct. No patient impact or consequences were reported.